Manufacturer narrative:
Evaluation: the iab was received intact for evaluation with the balloon completely folded. Laboratory examination on the returned item revealed no defects. Underwater leak testing revealed no leaks in the iab. As a test, the iab was placed in a test chamber having a 75 mmhg back pressure to simulate the pressure within the aorta. The iab fully inflated and functioned normally when attached to the system 90 iabp in the laboratory. No alarms were triggered on the pump. After 2 minutes of pumping, pressure strips were recorded. The strips confirmed that the balloon fully inflated and deflated satisfactorily at 80 and 160 bpm during laboratory iabp testing. Thus, laboratory examination revealed no defects in the returned iab. Probable cause of difficulty: no defect was found during laboratory examination. The appearance of the catheter/membrane junction as perceived by the user is a result of the way in which the membrane is attached to the catheter tubing during the mfg process.

Event description:
The iab kinked during insertion into the pt. The iab was removed and a second was inserted. The following was rpt'd to datascope on 7/11/97: during insertion, the surgeon noted holes below the iab membrane. It was so clear that the m.d. Could see the guidewire through it. The surgeon changed the iab catheter and inserted a second. The second had the same appearance, but not as clear as the first. Event complications: none from the event - rpt'd 6/23/97. Pt current status: fine - rpt'd 6/23/97.